Event description:
It was reported that the patient was admitted on (B)(6) 2025, presenting with ¿increased nocturia for 10 years, accompanied by urinary frequency and urgency for 3 days.¿ on (B)(6) 2025, an indwelling urinary catheter was placed intraoperatively for surgical requirements. Around 21:00 on (B)(6) 2025, during bladder irrigation therapy, the urinary catheter became obstructed. After reporting to the on-call physician, examination revealed no fluid upon withdrawal from the catheter's water-retaining balloon. Upon removal, the balloon was found ruptured with no residual fragments, causing no injury to the patient. Following medical instructions, the catheter was replaced, and the patient's urination status was monitored. Disease-related knowledge education and psychological reassurance were provided to the patient and family, who expressed understanding. This medical device malfunction, after resolution, caused no harm or adverse consequences to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted on (B)(6) 2025, presenting with ¿increased nocturia for 10 years, accompanied by urinary frequency and urgency for 3 days.¿ on (B)(6) 2025, an indwelling urinary catheter was placed intraoperatively for surgical requirements. Around 21:00 on (B)(6) 2025, during bladder irrigation therapy, the urinary catheter became obstructed. After reporting to the on-call physician, examination revealed no fluid upon withdrawal from the catheter's water-retaining balloon. Upon removal, the balloon was found ruptured with no residual fragments, causing no injury to the patient. Following medical instructions, the catheter was replaced, and the patient's urination status was monitored. Disease-related knowledge education and psychological reassurance were provided to the patient and family, who expressed understanding. This medical device malfunction, after resolution, caused no harm or adverse consequences to the patient.